Event description:
Five days post index procedure, the pt experienced a stent thrombosis (st) and an attempted target vessel revascularization (tvr). The index procedure treated the proximal circumflex. The lesion was a de novo, bifurcated, midly tortuous vessel. The lesion was 2.75 mm wide and 15 mm in length, with 80% stenosis. The physician pre-dilated the lesion prior to placing a 2.75 x 20.0 mm taxus liberte stent. Residual stenosis was 0% post deployment. The pt was discharged 2 days post index procedure on aspirin and plavix. On day 5, the pt presented with chest pain. Angiography confirmed the st. Percutaneous coronary intervention was unsuccessful. The pt was treated medically with noted improvement. Post the attempted pci, stenosis was noted to be 100%. The pt reportedly was still taking aspirin and plavix at the time of event. In the opinion of the physician, both stent. The outcome is considered unresolved. Further information has been requested on current pt status and event resolution. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to determine how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch, namely top assembly batch #8047590 found that the device met its material, assembly and product specifications, at the time of release to distribution. No further correction action is planned at this time. All relevant personnel have been notified of this complaint. We wll, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. The root cause of the reported complaint cannot be conclusively determined. This particular batch 8047590 has no other associated complaints to date.